Event description:
On (B)(6) 2015 a patient enrolled in the (B)(6) study, underwent treatment of a descending thoracic aortic aneurysm with two conformable gore® tag® thoracic endoprostheses. Following the procedure the patient exhibited bilateral paraparesis. Later the same day the patient¿s paraparesis was addressed with an additional procedure, spinal drain placement. The paraparesis resolved completely after one month of a supervised exercise program.

Manufacturer narrative:
Concomitant products: olmesartan/hydrochlorothiazide, manidipine, zolpidem, aspirin. Additional device used: tge404020 lot#13687720. Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to paraparesis and reoperation.

Manufacturer narrative:
A review of this event determined the event to be non-reportable. It was learned the patient's paraparesis resolved, so does not meet the definition of a permanent neurological deficit. This medwatch report is a retraction. Additional device information related to initial reports for reference: (B)(4).